Event description:
A confirmed motor stall occurred with the motor recovery unk. The pt had a pump replacement and was reported to be doing "well" post implant. The medication being delivered via the device system was baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).